Manufacturer narrative:
An arjo service technician reported that during the testing of the mattress there was a short circuit (sparks and smoke) at the power cable of the air mattress control unit (pump). There was no injury. A review of records, showed that the reported incident is an isolated occurrence. The expected service life for the air mattress control unit is 5 years. This equipment was manufactured in 2018, so over 5 years ago and no repairs were found on the pump. Therefore, it has been concluded that the cause of the sparks could have been related to the wear and tear of the component. As per the current citadel instruction for use 830.238-en rev 12, expected service life for air mattress control units is 5 years. The device failed to meet its specification, since the power cord sparked and smoke was coming from the cord. There was no injury, the device was not used for patient treatment or diagnosis. The incident occurred during device servicing.

Event description:
A service technician reported that during the testing of the mattress there was a short circuit (sparks and smoke) at the power cable of the thomas pump.

Manufacturer narrative:
The investigation is on-going. Further information will be provided in the next expected report.